Event description:
It was reported that a clamping foot was found to be broken in half. It was not reported exactly when the break occurred. No specific procedure or patient involvement was reported. All pieces of the device were retrieved and no surgical delay was reported. This event consists of 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the returned device was received in two pieces but otherwise in good condition. The device was returned and reported to have broken. This condition is confirmed; the upper cylindrical portion of the device broke off from the lower thicker cylindrical section which attaches to one of the feet. That foot is no longer connected to the device. It is likely that overuse and excessive force have caused this device to break along the weakest portion of the device. Drawing (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that overuse and excessive force led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.